Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention for replacement of inoperable ipg. No additional information available at this time.

Event description:
Additional information received identified the patient charged the ipg 6 months prior to the explant. Reportedly, the patient is receiving effective therapy postoperatively.